Event description:
Consumer called and stated ace h/c compression wrap was heated for 3 minutes (labeling states 60 seconds max) and hot liquid leaked and gave 2nd degree burns. Went to hospital and consulted a plastic surgeon.